Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation in the pump's event history. This condition was caused by worn shuttle gears. The pumphead module was replaced to correct the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 812:02. It is unknown when or in which care area this event occurred. During product evaluation, a baxter service technician discovered this event interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.